Event description:
Device 1 of 2. Reference MFR. Report 1627487-2011-07128. The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that when the stimulation is on, the pt is feeling a sharp stabbing sensation at the ipg site and to the right of midline where the lead was tunneled. The pt reported that he started feeling the sensations after his implant and only when the stimulation is on. The pt also reported that during the first week post-implant, he had a fever up to 103.9 degrees, which was controlled with ice and motrin. Cultures were taken and ruled infection out. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.